Event description:
On (B)(6), philips burton rec'd a complaint stating that one of our single ceiling light had detached. It was reported that the unit that had detached had struck a clinician. No injury reported.

Manufacturer narrative:
According to the (B)(4) technician (philips electrical contractor) had made a visit to the site and confirmed that the locking clip was not installed in the unit as indicated in the installation manual, confirming that this case was in fact an installation error, made by the installers, that were either contractors or employees of lancaster general hospital. The complete repair and the report was completed the week of (B)(4) 2013.